Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular (rv) lead was found to have exhibited over-sensing of noise. The rv lead was capped and replaced on (B)(6) 2021. The patient was discharged and no additional patient consequences were reported.

Event description:
New information received notes that the event date for this event is (B)(6) 2021.